Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, a patient experienced a low and lost conciousness. Patient's receiver alerted to a low of 80 and another at 55. Patient did not react to lows and did not get blood levels up. Dexcom device was working properly. After not treating his low blood sugar, patient lost consciousness and believed he may have knocked off his sensor. No medical intervention was required. At the time of the call, patient reported being fine.